Event description:
It was reported that pt underwent urodynamic measurment test. Post operatively, the patient developed a urinary tract infection. The urinary tract infection resolved with treatment in 2005.